Event description:
The customer complained that cell 3 of biotestcell i8 reacted false negative when tested against an anti-d. Cell 1 to 4 of biotestcell i8 are d positive. We requested the anti-d and the complained biotestcell i8 from the customer. During the final serological control of biotestcell i8 the cells are tested with two different dilutions of an anti-d. All d positive cells of biotestcell i8 reacted correctly positive. Therefore the correct antigenity of the complained biotestcell i8 was confirmed.